Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device being broken was not confirmed as the unit was functional. However, during evaluation, it was determined that the lower trigger was sticky although functional and the unit was making an unusual noise. It was further noted that the device failed pre-test for seal and o-ring damage, bearings were dirty, with rough rotation and an unknown substance was found inside of the gear box. The assignable root cause was determined to be due to improper cleaning, sterilization and maintenance procedures, which is user error. Additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the handpiece device was broken. During service and evaluation, it was observed that the lower trigger was sticky but was still functional and the unit was making an unusual noise. It was further noted that the device failed pre-test for seal and o-ring damage, bearings were dirty, with rough rotation and an unknown substance was found inside of the gear box. It was not reported if the event occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.